Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Unit had stripped battery cap coin slot, broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged around the battery compartment and would not open. The customer¿s blood glucose level was 15.0mmo/l. Troubleshooting was not performed. The insulin pump was returned for analysis.